Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 18 years. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was used during a mid-urethral sling procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the finger pusher was jammed while trying to advance the dilator tube. The procedure was completed with another advantage fit system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.